Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and clik anchors were replaced. Malfunction was suspected. Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 16552651, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's stimulation was inadequate and noted that there were several leads that were nonfunctional. The physician suspected lead fracture. X-ray confirmed lead migration. The patient will undergo a revision procedure wherein a lead will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient's stimulation was inadequate and noted that there were several leads that were nonfunctional. The physician suspected lead fracture. X-ray confirmed lead migration. The patient will undergo a revision procedure wherein a lead will be replaced.